Event description:
Information received indicates the reverse trendelenburg function will not work.

Manufacturer narrative:
The technician found parts in the reverse trendelenburg assembly were broken. Repairs have not been completed.